Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device was returned. The returned sample was unopened. The device was subjected to visual and functional analysis. The sample is opened, and no abnormalities are observed. The device is tested for deployment. The hemostasis sheath and carrier tube are fully mated, in forward lock position. The anchor deploys. The device is set to rear lock position, posting the anchor on the distal tip. The device is pulled, deploying the anchor, collagen, and tamper tube. The collagen is tamped. No defects or errors are observed in the deploying of the device. The complaint cannot be confirmed for a device pullout. The sample from the complaint event was unavailable and an unused device returned. The returned device was able to be successfully deployed. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the physician located the artery and deployed the anchor as per standard procedure. During the sealing step, when the device was pulled upward to close the puncture, the entire device pulled through the arteriotomy site, resulting in a failed closure. Manual pressure was applied to achieve hemostasis. The patient had peripheral artery disease and was undergoing an angiogram with intervention. The procedure performed was a right leg atherectomy. The case proceeded without complications, and blood loss was minimal, estimated at less than 250 cubic centimeters. No hematomas or other adverse events were reported. The event occurred intraoperatively. Nursing staff reported extended recovery monitoring requirements due to failed closure, often staying until 7-8 p.m. To observe patients with groin access.